Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and filament driver board. System operates as intended.

Event description:
Customer reported the system is displaying dark images. No pt injury was reported.